Manufacturer narrative:
The device was not in use on a patient. No patient or user harm was reported.

Manufacturer narrative:
The device was not in use on a patient. No patient or user harm was reported.

Manufacturer narrative:
A gas delivery system (gds) was returned for failure analysis. Visual inspection revealed no anomalies. The returned gds was tested, and the customer complaint was verified. The root cause was failure of both flow sensors, in both cases caused by u1 drifting out of calibration.

Manufacturer narrative:
After numerous attempts to obtain information on the event, the patient and the repair this complaint is being closed. If further information is obtained this complaint will be reopened. The customer replaced the data acquisition (da)board, but it did not resolve the issue. The (fse) recommended flow sensor assembly for repair; however, the customer has not been heard from. There was no request for philips to evaluate the device.

Manufacturer narrative:
Date of report: 02sep2021. Reporting institution phone number/reporter phone number - (B)(6).

Event description:
The customer reported the unit does not stay in standby mode and switches back to breathing a moment after standby is selected. Patient involvement is currently unknown, but no patient or user harm was reported. The customer replaced the data acquisition (da) board; however, that did not resolve the issue. Further information is pending.